Event description:
Patient was implanted with a short tfn and helical blade approximately 6 months ago. The helical blade collapsed too far causing pain for the patient. The patient was returned to the operating room on (B)(6) 2012 for removal of the helical blade and nail. The patient had healed and there was no need for revision. Explanted hardware will not be returned for investigation, as the patient requested the hardware. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
The actual device was not returned for evaluation. A review of device history records for manufacturing revealed no complaint related issues.